Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The esheath and introducer sheath were returned to edwards lifesciences for evaluation. Visual inspection revealed a severe kink and delamination approximately 2 inches from the distal end of the sheath shaft, perforation of the hdpe on the sheath shaft and an hdpe fold approximately 2 inches in length. Stretching on the liner of the sheath shaft and scratches were also observed. The complaint for the withdrawal difficulty was confirmed based on the visual inspection of the returned esheath; however there was no indication that a manufacturing non-conformance contributed to this event. During the manufacturing process, the esheath undergoes 200% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. In this case, the patient¿s access vessel mld was 7.5mm with mild calcification and no tortuosity reported. Procedural factors (delivery system withdrawal difficulties due to the balloon rupture, multiple attempts to withdraw the delivery system and esheath) likely contributed to the vascular tear and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a valve-in-valve tavr procedure (sapien xt in an carpentier-edwards perimount magna ease valve), a vascular tear at the take-off of the bifurcation of the descending aorta and the left common iliac occurred during the removal of a 16fr expandable sheath (esheath). The patient expired during the tavr procedure. Following insertion of a 16fr esheath, balloon aortic valvuloplasty (bav) was performed. A 23mm sapien xt valve was then advanced and the sequence for deployment was initiated. The sapien xt valve was deployed in the intended positon with zero to trace paravalvular leak (pvl) noted. As the ds was pulled back into the esheath, resistance was encountered at the end of the esheath and just proximal to the ds nose cone. At that point, attempts were made to remove the ds and esheath together, but resistance was again encountered. A steady drop in the patient's blood pressure was noted and an aortic occlusion balloon was requested; however, the occlusion balloon was not readily available. The delay of a couple of minutes resulted in the initiation of chest compressions, with a systolic pressure in the 40&#38112;mmhg. Dilators were exchanged over the wire in the right groin in an unsuccessful attempt to insert a 12fr sheath for an occlusive balloon. The wire would not advance through the common iliac to the carina into the descending aorta. The wire was kinking. With no aortic occlusion, the pressure continued to deteriorate while the vascular surgeon attempted to locate the rupture. A tear was located at the take-off of the bifurcation of the descending aorta and the left common iliac. Chest compressions were halted after 20 minutes and the patient expired. The access vessel minimum luminal diameter (mld) measured 7.5mm with mild calcification and no tortuosity reported. It was perceived that procedural factors, withdrawal difficulties of the ds back into the esheath due to the balloon rupture and the multiple attempts to withdraw the ds and esheath together when resistance was felt, contributed to this event.

Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. In this case, the patient¿s access vessel mld was 7.5mm with mild calcification and no tortuosity reported. Procedural factors (delivery system withdrawal difficulties due to the balloon rupture, multiple attempts to withdraw the delivery system and esheath) likely contributed to the vascular tear and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-03012.

Event description:
During a valve-in-valve tavr procedure (sapien xt in an carpentier-edwards perimount magna ease valve), a vascular tear at the take-off of the bifurcation of the descending aorta and the take-off of the left common iliac occurred during the removal of a 16fr expandable sheath (esheath). The patient expired during the tavr procedure. Following insertion of a 16fr esheath, balloon aortic valvuloplasty (bav) was performed. A 23mm sapien xt valve was then advanced and the sequence for deployment was initiated. The sapien xt valve was deployed in the intended positon with none to trace paravalvular leak (pvl). As the ds was pulled back into the esheath, resistance was encountered at the end of the esheath and just proximal to the ds nose cone. At that point, attempts were made to remove the ds and esheath together, but resistance was again encountered. A steady drop in the patient¿s blood pressure was noted and an aortic occlusion balloon was requested; however, the occlusion balloon was not readily available. The delay of a couple of minutes resulted in the initiation of chest compressions, with systolic pressure in the 40¿s. Dilators were exchanged over the wire in the right groin in an unsuccessful attempt to insert a 12fr sheath for an occlusive balloon. The wire would not advance through the common iliac to the carina into the descending aorta. The wire was kinking. With no aortic occlusion, the pressure continued to deteriorate while the vascular surgeon attempted to locate the rupture. A tear was located at the take-off of the bifurcation of the descending aorta and the take-off of the left common iliac. At this point, chest compressions were halted after 20 minutes and the patient expired. The access vessel minimum luminal diameter (mld) measured 7.5mm with mild calcification and no tortuosity reported. It was perceived that procedural factors, withdrawal difficulties of the ds back into the esheath due to the balloon rupture and the multiple attempts to withdraw the ds and esheath together when resistance was felt, contributed to this event.